Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to use the smart device's bluetooth settings to forget other bluetooth devices, then disable and re-enable bluetooth, which was unsuccessful. No additional patient or event information is available.